Event description:
It was reported that after the pump was checked, a bolus was programmed to prime the catheter. The caller reported that, when they had held the plug in their hand over the programmer, it just gave them a noise and it said memory; pump memory error occurred; pump may be stopped. It was confirmed the pump had stopped. The physician had performed a dye study to check the catheter for problems and found there were no problems. The medication was going to be changed. The medication used within the system was morphine. It was later clarified that the patient had a dye study to evaluate catheter patency and no issues were found with the catheter. A prime to fill the catheter following the dye study was needed. When the prime was attempted, a memory error occurred. After verifying the programmer for the prime was unsuccessful, it was programmed a second time, and the second attempt was successful. The patient had no sequela.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8591-38, lot# d12888, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, product type: programmer. (B)(4).